Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler failed to cut completely. Only a portion of the stomach was cut.